Event description:
This is a report of inadequate iodine in a minicap. The patient stated that the sponge looked like it did not contain as much iodine as normal. This condition was reported to have occurred in multiple minicaps from two different shipments. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The lot was manufactured sometime between 6/13/14 ¿ 6/20/14. The device was received and an evaluation was performed to investigate the reported event. A visual inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.